Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was unresponsive and stopped all insulin delivery. The customer stated that they believed the pump had a 70% charge prior to the issue. There was no impact to the customer's blood glucose level. It was verified after an hour of charging the pump that the pump was able to be turned on and was functioning as expected.